Event description:
No additional information provided.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no material and batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Ar-code--a review of the applicable  fmea/eura (a-eura--ar091--version: j (rev.16)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation- s.davidson a retain sample analysis cannot be performed as no material and batch/lot number was provided. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
It was reported that unspecified bd pegasus end cap was torn. When connecting the infusion set to the indwelling needle, it was found that the fluid was not dripping, and inspection revealed that the end cap of the indwelling needle was torn.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.